Manufacturer narrative:
(B)(4).

Event description:
Customer reported that hub of the catheter is separating from the lumen.

Manufacturer narrative:
(B)(4). The customer report of extension line/luer hub separation was confirmed by complaint investigation. Visual and microscopic examination of the returned catheter revealed the proximal extension line luer hub was separated from the catheter, and the point of separation on the extension line was rough and jagged. The extension line passed all relevant dimensional inspection; however, the luer hub was not returned for investigation. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Since the luer hub was not returned for evaluation, the probable root cause could not be determined based on the sample received and the information provided. The IFU provided with the kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also warns to open the catheter clamp prior to infusion through lumen to reduce the risk of damage to extension line(s) from excessive pressure. In addition, the IFU states "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported that hub of the catheter is separating from the lumen.